Manufacturer narrative:
The device was received deployed. The download data shows that the pod ran for over 200 pulses and completed a bolus sequence during its run with no timeouts or drive stall observed. No damages or defects were found that would result in a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose reached 448 mg/dl while wearing the pod. It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.